Event description:
It was reported that entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, a non-(B)(6) ivus was caught on the stent and got stuck. The non-(B)(6) ivus was subsequently retrieved. The stent remains in place, and the procedure was completed. No patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).